Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the event: the maryland bipolar forceps instrument was inspected prior to use with no abnormalities observed. The procedure that was being performed was a supracervical hysterectomy and the surgeon was grasping tissue for dissection when the failure with the instrument occurred. The issue with the instrument did not occur after a fault, and the target tissue was unknown. The jaws of the instrument were not opening to release the tissue and it is unknown by the reporter if the jaws opened or if the tissue needed to be cauterized to remove the instrument. It was unknown by the reporter if the instrument release kit (irk) was used. There was no adverse effect on the tissue and there was not any unexpected tissue removal caused by this event. The reporter also confirmed that there was no blood loss. The reporter stated that the procedure was completed robotically. After the instrument broke, it experienced restricted motion. The shaft of the device was found to be separated away from the metal endcap with the forceps. This damage caused the instrument to be stuck in the cannula. The customer attempted to straighten the instrument; however, this was not successful and the instrument was removed from the patient with the cannula. A small portion of the plastic shaft was noted to be split from the metal end-cap; this was subsequently removed. An additional small piece of plastic was also removed at the level of the peritoneum of the removed trocar site.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the main tube broken. No material was found missing. The instrument came with a seal and cannula associated with this RMA due to the parts were unable to be removed from the instrument due to the broken main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. In addition, the cannula seal was analyzed and found to have no issues. The cannula was unable to remove from instrument due to the instrument had a broken main tube. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer called the technical support engineer (tse) and stated that a maryland bipolar forceps instrument had broken in arm #2. It was not able to be removed through the cannula. The surgeon stated the instrument had frayed and the pieces they saw were removed. The customer advised that they would be performing an x-ray to ensure no other pieces remain. The surgeon was able to undock arm #2 with the cannula and instrument still installed. The customer was advised that a follow-up could be expected. The system was redocked once the instrument was removed and the surgeon resumed the procedure. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.